Manufacturer narrative:
This report is being submitted for additional information received. Please see updates to b3 and b5. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the colonoscopy procedure was completed with a similar device without any delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to excessive force. The event can be detected/prevented by following the instructions for use which state: 1) "if the movement of the up/down angulation lock, right/left angulation lock, and the angulation control knobs is loose and/or not smooth, or the bending section does not angulate smoothly, the bending mechanism may have an irregularity. In this case, do not use the endoscope because it may be impossible to straighten the bending section during an examination." 2) "avoid forcible or excessive angulation as this imposes stress on the wire controlling the bending section. This may cause stretching or tearing of the wire, which could impair the movement of the bending section." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the cable in the endoscope broke during a colonoscopy procedure. There were no reports of patient harm or injury associated with the event.

Manufacturer narrative:
The device was returned. An evaluation of the returned device revealed, the angle wire was cut. The air/water-cylinder and suction cylinder had discoloration, plate unit was deformed; due to a pinhole on jet-tube, water tightness was lost; due to a cut on angle wire, bending section could not be bent in the upward direction, adhesive around objective lens was chipped and discolored, adhesive around light guide lens had a scratch and was discolored, adhesive on bending section cover had a crack, connecting tube had buckling. The investigation is ongoing. Follow up in progress to obtain additional information regarding the event. A supplemental will be submitted on completion of investigation or if any additional information is received.